Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. If in your possession, may we have a copy of your operative report? Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation? If so, please provide your surgeon¿s name, contact information and sign release of medical information form attached.

Event description:
It was reported that the patient underwent a sling procedure on (B)(6) 2009 and the mesh was implanted to treat stress incontinence. Immediately after the procedure, the patient experienced chronic, debilitating abdominal, leg and feet pain. Three to five years later, after tests and scans this has been diagnosed as nerve damage in the groin, down the left leg and both feet. The device is still implanted. Additional information has been requested.